Event description:
Additional information found the patient's ipg was explanted and replaced on (B)(6) 2021 to resolve the issue. Effective therapy was established post-op.

Manufacturer narrative:
The reported observation of ¿end of service¿ was confirmed. The root cause of the reported observation was due to the device having normal battery depletion at the time of explant. The device provided therapy until the explant date and had not declared end of life (eol) prior to explant. The artemis clinicians manual was used to calculate the device longevity by determining the energy factors over the implant period. The estimated longevity range would have been 1 year +/- .25-year per ¿ 90205144, assuming 1000-ohm program impedances, for model 3660. The total stimulation on time was 368.4 days or 1 year, suggesting the device had normal battery depletion at the time of explant. Based on information obtained, decision is not reportable at this time. Technical services/product performance engineering has confirmed normal device longevity. Decision is not reportable and can be re-evaluated if additional information is obtained.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg had reached the end of service. The patient programmer displayed "replace generator, the generator has reached the end of service.¿ surgical intervention may be undertaken to address the issue.